Event description:
It was reported that during a left knee ocd procedure, the surgeon made an additional incision in order retrieve a broken bio-screw. According to the reporter the surgeon had three implants strip upon insertion. The third implant could not be gripped because it kept ¿spinning¿. The surgeon made a mini incision to grasp the implant and remove it. The reporter stated that the surgeon used a drill and tap in order to prepare the pilot hole. The case was completed by using two screws of a different size. The patient¿s bone quality was reported as hard. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. As reported, the most likely cause of this event is the hardness of bone encountered; in addition, improper bone preparation prior to insertion or not inserting the implant co-axial to the bone tunnel may cause this type of event. Product directions for use (dfu-(B) (4)) states bone quality should be carefully assessed before orthopedic surgery on patients who are skeletally immature. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.